Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with unknown medical complication. Approximately nine years later post filter deployment, it was alleged that the filter struts detached and perforated. The device has been removed successfully after several unsuccessful retrieval attempts. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, nine years of post deployment, patient presented for inferior vena cava filter removal. Spot film imaging of the filter showed mid shaft fractures of two filter legs. Cavogram showed the main portion of the filter to be well aligned in the inferior vena cava. Through the right internal jugular vein approach, a bern catheter was introduced into the inferior vena cava below the filter over a bentson wire. Through the sheath, a snare was used to capture the filter apex and remove the main portion of the inferior vena cava filter. A snare through a c2 was used in failed attempts to remove two retained leg fragments. Through the sheath, one retained inferior vena cava filter leg was removed using rigid endobronchial forceps. Steep cavogram showed the entire retained leg fragment to be extraluminal. There was no evidence of thrombus in the inferior vena cava and inferior vena cava filter. The findings of the retained leg were discussed with the patient and recommended to leave the fragment in place since an open surgical technique required to remove it. Therefore, the investigation is confirmed for filter limb detachment, perforation of the inferior vena cava (ivc) and retrieval difficulties. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 04/2012), g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 04/2012). Device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with unknown medical complication. Approximately nine years later post filter deployment, it was alleged that the filter struts detached and perforated. The device has been removed successfully after several unsuccessful retrieval attempts. The current status of the patient is unknown.